Event description:
On (B)(6) 2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges on or about (B)(6) 2008 as a result of the administration of heparin lock flush product and/or heparin api containing the oscs contaminant, the pt was caused to and did suffer physical injuries.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.